Event description:
The customer reported that the system was intermittently not saving images. There is no reports of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.